Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the run data file analysis, show the spectra optia system operated as intended. Mnc collections on thalassemia patients can sometimes be challenging depending on the rbc mean cell volume. This condition can make it possible for cells to settle in the interface because the rbc may form a layer on top of the buffy coat where the target cells are located. Root cause: the disposable set was not returned for investigation and root cause. The root cause is likely due to the patient¿s disease state. The machine performed as intended and there were no concerns with the performance of the disposable. The difficulty in capturing the target cells, the long duration procedure, and the number of chamber fills and flushes all likely contributed to a level of platelets at the end of the procedure that did not meet the facility¿s minimum requirement before pulling the catheter.

Manufacturer narrative:
Investigation: the customer stated that it is difficult to collect mncs from a thalassemia patient since the cells don't settle properly and the rbcs are 'weirdly' shaped compared to normal rbcs and thalassemia was present during the procedures. Per the customer, the policy at the customer's site requires a platelet count of>100x10^3/ul before the patient's catheter is pulled. The machine was checked out at the customer site by a terumo bct service technician. An auto test and saline run runs were performed with no issues. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient underwent 3 mononuclear cell (mnc) collection procedures. Over the course of the 3 procedures, the patient's platelet count decreased from404x10^3/ul to 39x10^3/ul after the third collection. Per physician's order, the patient received a transfusion of two units of platelets. The patient's platelet count baselined with a count of 504x10^3/ul. The catheter was removed and the patient was released from the hospital. The patient returned to the facility for a follow-up visit on (B)(6) 2015 for a complete blood count (cbc) and are awaiting test results. Per the customer, the patient had no adverse effect as a result of this event. The customer declined to return the disposable set.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.